Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead exhibited low impedance, loss of capture and loss of sensing. The physician assumed that there was an insulation failure. The lead was capped and replaced.